Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: patient code e2006 captures the reportable event of erosion.

Event description:
It was reported that sometime after implantation, the patient experienced erosion. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.